Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing did not fill with insulin during the load fill tubing process. A supply change was performed to resolve the issue. There was no impact to customer¿s blood glucose.